Manufacturer narrative:
H4: the lot was manufactured between april 28, 2023 ¿ may 1, 2023. H11: the device was received for evaluation. A visual inspection revealed that the blue clamp was only halfway closed, potentially leading to a leak. Additionally, the blue winged luer cap was not securely fastened, as evidenced by the visible cap thread, which could also cause a leak. After tightening the luer cap and fully closing the blue clamp, a functional leak test was conducted, which showed no signs of leakage. The reported condition was verified. The cause of the condition could not be determined; however, may be use-related in which the clamp and the winged luer cap were not properly closed after the device was filled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date of june 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.